Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer's representative regarding an implantable intrathecal pump intended to deliver gablofen, 2000mcg/ml at 314 mcg/day, indicated for intractable spasticity. It was reported that the patient had experienced an increase in spasticity after a fall that occurred three weeks ago ((B)(6) 2016). A dye study was performed on (B)(6) 2016, which showed that the catheter had migrated out from the intrathecal space and was coiled at the base of the spine. During the replacement procedure on (B)(6) 2016, it was reported that because the catheter was observed to be coiled at the base of the spine, the entire catheter was explanted and replaced. While the pump was on the back table, disconnected from the patient a single bolus was programmed to ascertain fluid from the pump. After visualization of fluid, the pump was programmed to remain on the existing infusion rate, per the healthcare provider. The patient's status was stated to be alive- no injury. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of both catheter segments identified no significant anomaly. The catheter was returned incomplete/in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.